Event description:
Study: equinoxe shoulder study. Subject: (B)(6) (ae 2). Related case: (B)(4). Implant date: (B)(6) 2009. Ex-plant date: n/a ¿ remains implanted. Date of event onset : unk-unk-unk. Approximately 11 year(s), 2 month(s) and 22 day(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced another postero-superior right rotator cuff tear. Approximately 1 year and 10 months earlier, the patient experienced a postero-sup rotator cuff tear that was resolved with physical therapy (see (B)(4)/ report 1038671-2025-00899). The patient has an investigator continuing to follow up symptoms for this current event; subject is encouraged to contact the office should any concerns arise. As of late 2020 - right anatomic total shoulder replacement with rotator cuff compromise with limited active rom but not painful, no limitations in adls. The outcome of this event is considered continuing. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
(D10) concomitant devices: 310-01-47 - eq humeral head short, 47mm (beta): (B)(6). 314-01-14 - eq glenoid, keeled beta, large: (B)(6). 300-01-15 - eq humeral stem primary, press fit 15mm: (B)(6). 300-10-45 - eq replicator plate 4.5mm o/s: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2025-00899.